Event description:
It was reported that the bd luer-lok¿ tip disposable syringe plunger was crooked. The following information was provided by the initial reporter: "apparently the plungers are crooked in some of them."

Manufacturer narrative:
H.6. Investigation: seven 3ml syringes in a combination of opened and sealed packages were received from batch #1120666 (p/n 309657). The samples were visually evaluated. Small stopper angularity was observed in all of the syringes. The angularity was measured and compared to product specification for this syringe. All syringes were well within the product specification requirements for stopper angularity. No defects were confirmed to be present in the returned samples. Since no reported defect was identified in the samples received corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe plunger was crooked. The following information was provided by the initial reporter: "apparently the plungers are crooked in some of them."